Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions with a thermocool navistar catheter and suffered a cardiac tamponade requiring pericardiocentesis. After mapping, the physician made a few radiofrequency (rf) applications in the right ventricle. The patient then made some unexpected moves and started to feel weak. The physician noted that the patient had become hypotensive, and confirmed the tamponade with ultrasound. A pericardiocentesis was performed, which stabilized the patient. The physician¿s opinion is that the injury was procedure related. No objections were raised regarding the performance of any biosense webster equipment. No further information is available regarding this event.